Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system (sds) interacted with the patient¿s moderately calcified, heavily tortuous, and 85% stenosed lesion, resulting in the reported resistance during advancement. Additionally, it was reported that the sds separated outside of the anatomy. It is likely that manipulation of the sds, when resistance was encountered, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid right coronary artery with moderate calcification, heavy tortuosity and 85% stenosis. After the vessel was prepared, the 3.0x48 xience xpedition stent delivery system (sds) was advanced and resistance was felt with the patient's anatomy. The distal shaft separated outside the anatomy and the sds was withdrawn without issue. A new xience xpedition sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.